Event description:
It was reported by the patient on a health website that they had an infection on the infusion site (arm) after wearing the pod. The skin at the site was red and painful. The patient went to the emergency room and saw a doctor and received a prescription for antibiotics to treat the site. No additional information was provided.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.